Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had been complaining that patients' battery site continues to get warm when using implantable pulse generator (ipg) stimulator or when charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.